Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the lead incision site. It was also stated that the patient went to the emergency room (ER) and was also diagnosed with pulmonary edema and diastolic heart failure. The patient reported signs and symptoms of fever, bloated stomach, nausea and pressure in the chest. It was also stated that the infection was incision related. The patient was placed with an (IV) intravenous antibiotic. The patient was discharge and continue to recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 751007.

Event description:
It was reported that the patient had an infection at the lead incision site. It was also stated that the patient went to the emergency room (ER) and was also diagnosed with pulmonary edema and diastolic heart failure. The patient reported signs and symptoms of fever, bloated stomach, nausea and pressure in the chest. It was also stated that the infection was incision related. The patient was placed with an (IV) intravenous antibiotic. The patient was discharge and continue to recover. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.